Event description:
Patient was in a prone position for a surgical procedure for more than 5 hours that resulted in a reddened area across the forehead.no other problems noted with this product in the past.====================== health professional's impression======================device failed in providing adequate support to the area.====================== manufacturer response for prone position pillow, disposa-view disposable prone position head cushion======================manufacturer states that there has been no change in the foam density or design.